Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. Here we found a visible damaged glass ball coating and detached coating. The products will be sent to the manufacturer for further analysis. Batch history review: the device quality and manufacturing history records (DHR) will be checked for the lot number(s) from the manufacturer of the product. Review of the complaint history revealed that one similar complaint has been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Due to the circumstance that the product will be sent to the manufacturer for an analysis is this a preliminary report. The report will be updated when we received a statement from the manufacturer. Based upon the investigations results a CAPA is not necessary.

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically with the digital-camera. We made a visual inspection of the products. Here we found a visible damaged glass ball coating. It is hard to see anything in the archived photo. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 2(5) probability of occurrence1(5)) according to din en iso 14971 is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn specifically, it is assumed that in the case of 4 out of 28 products sent, the cause was an insufficient adhesive connection between the ball and the holder, which led to pole damage. For the other products, the cause of the deviation could not be determined. Disinfection when removing from a sterile environment (use in the operating room) could additionally damage the surfaces and lead to extensive surface damage. Based upon the investigations results product safety case was initiated. Any action regarding CAPA will be addressed with this case.

Manufacturer narrative:
Investigation results: visual investigation: the investigation was carried out visually and microscopically. During the inspection there were a visible damaged glass ball coating found. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that 1 similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity x probability of occurrence) according to (B)(4) is still acceptable. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. Based upon the investigations results there is CAPA is not necessary.

Event description:
It was reported that there was an issue with fs618su - orthopilot cap single-use markers. According to the complaint description, a customer opened the product during the operation, and in doing so, the navigation could not recognise the position of the product. With the replacement product, the operation was completed without any problems. When the sales staff subsequently collected and checked the actual products, all 12 pieces of the same lot had a different colour than the regular products. It was also not visible in the navigation. There was no described patient harm. Additional information was not available. Additional patient information is not available. The adverse malfunction is filed under aag reference (B)(4).